Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that on literature review "a comparative study between uncemented and hybrid total hip arthroplasty in octogenarians", six (6) patients who initially underwent index tha surgery with an r3 cup and a cementless polarstem to treat osteoarthritis, experienced a symptomatic anemia with hemoglobin levels that were below 7-8 mg/dl. These patients required a postoperative blood transfusion. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
H6, additional health effect - impact code added. H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the provided literature article was reviewed. Consequently, without the requested clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as patient reaction, post-operative healing issue and/or patient condition. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.